Event description:
It was reported that this right atrial (ra) lead initially oversensed some noisy signals. The sensitivity was lowered. It was noted there were subsequent atrial tachy response (atr) episodes that showed undersensing of true atrial tachycardia (at) and atrial fibrillation (af). Technical services (ts) suggested reprogramming. The lead remains in use. No adverse patient effects were reported.